Event description:
It was reported that intra-operatively, the physician reported that the stylet would not go down the lumen of the lead. The physician elected to use a different lead. No patient complications have been reported as a result of this event.